Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during follow-up lead noise was observed. The noise was reproducible with manipulation. Lead was replaced.